Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the guidewire was "broken in patient". The wire was stuck when the physician was trying to withdraw the wire and "was broken when the physician used little force to pull it out". The broken wire was surgically removed from the patient. The patient's current condition is reported to be fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly and lidstock for evaluation. The catheter was not returned. Signs of use in the form of biological material were observed on the guide wire. The catheter was not returned for evaluation. Visual examination revealed the guide wire is unraveled/separated at the distal end. Multiple kinks were also observed on the guide wire body. The distal end of the core wire is broken and protruding out of the coil wire. Additionally, the distal weld had completely separated from the coil wire and was not returned for analysis. The proximal weld appeared full and spherical. Visual inspection of the catheter could not be performed as it was not returned. The major kink in the guide wire measured approximately 550mm from the proximal weld. The guide wire length from the proximal weld to the point of separation on the core wire measured 685mm, which is within the specification limits of 679mm-687mm per the guide wire product drawing. The guide wire outer diameter measured 0.800mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. Dimensional inspection of the catheter could not be performed as it was not returned. The proximal end of the guide wire (functional end) was inserted through a lab inventory 7fr cvc catheter. Little to no resistance was encountered as the guide wire passed through the entire catheter. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". Functional inspection of the catheter could not be performed as it was not returned. A manual tug test confirmed that the proximal weld was intact. Additional testing of the catheter could not be performed as the catheter was not returned. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The report that the guide wire was unraveled was confirmed through examination of the returned sample. The distal weld had separated from both the core and coil wires; however, it was not returned for analysis. Despite this, the guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event; however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the guidewire was "broken in patient". The wire was stuck when the physician was trying to withdraw the wire and "was broken when the physician used little force to pull it out". The broken wire was surgically removed from the patient. The patient's current condition is reported to be fine.